Manufacturer narrative:
Patient information is not available at this time of this report. Device manufacturer date not available at time of this report. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that the monitor flickered black for a split second and then displayed properly. The surgeon was not navigating and did not notice this occurrence. There was no impact to the patient.